Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, and corrected data: b.5, d.3, d.9, h.3, h.6 device evaluation: visual analysis of the returned device identified: deformation, voids yellow particles in the surface of the shell and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
This is for the right side.